Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump is having no delivery anomaly. Customer states they are not receiving insulin during a bolus attempt. Customer also had issues with high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer advised each time the reservoir is changed and they attempt to prime no insulin comes out. Troubleshooting for the no delivery alarm was performed. The no delivery anomaly was resolved and customer stated they will monitor the device to make sure the insulin pump does what it is intended to do. Customer is no longer having high blood glucose issues with the no delivery anomaly resolved. The insulin pump passed the displacement test as well.